Event description:
It was reported that the lens was removed intraoperatively due to a broken trailing haptic noted upon insertion. The incision was enlarged to remove the lens. A second attempt was made to implant the back-up lens of same model and diopter, but while checking it was noted that the back-up lens had a truncated trailing haptic; therefore, it was not inserted into the eye. Another lens of different model was implanted successfully and the patient¿s prognosis was reported as ¿good¿. Despite multiple attempts made to specify the initial lens which was removed intraoperatively, no additional information was provided. This report references lens 2 of 2.